Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump failed to deliver insulin. The customer's blood glucose level was over 300 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The blood glucose level reported in the initial report was incorrect and that correct information has been provided in this report. Below is the device evaluation: insulin pump was received with failed battery test alarm after battery change due to corroded battery tube. Unable to perform functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, or excessive no delivery test, or verify no delivery alarm, or delivery anomaly due to failed battery test alarm. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
The customer reported a blood glucose of 128 mg/dl and in the second report it was recorded as 110 mg/dl.